Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 27-nov-2018 and installed at the customers site on (B)(6) 2019. A review of system risk files ((B)(4)) revealed risk #(B)(4) "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Subject device was taken to a lumenis certified service center for evaluation. Upon initial inspection it was found that the 6-amp pump fuse had blown, however the pump remained operational. Further inspection discovered that the pump was incorrectly connected to the chiller's 8-amp fuse, and the chiller was incorrectly connected to the pump's 6-amp fuse. The wiring was correctly reassembled, and after testing the system for 34 minutes at 50hz/1j, the system was found to be operational per manufacturer specifications, and was returned to the facility. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis has opened scar no.(B)(4) on its supplier to investigation the cause of the "wrong wiring from pump and chiller" and determine corrective action.

Event description:
A foreign user facility reported that their lumenis pulse 120h laser shut down ten minutes into a holep procedure. Upon restarting the laser, a "pump error" message appeared on the display, and the laser remained inoperable. Unable to continue with the device, the facility brought in an alternate laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.